Manufacturer narrative:
See attached report for additional information.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the gui touchscreen was not functioning correctly. The user stated that the touchscreen was nonresponsive to touch, and was making auto selection of several options on the touchscreen. The quick access keys were still active, and responsive. The device was in clinical use on a patient and continued to ventilate the patient. The user removed the patient from the ventilator and patient was transferred to another one. The patient experienced some desaturations during the transition and recovered to normal values within a few seconds. Video provided by the user showed the setting mode button as having intermittent highlighting, and there were no automatic changes occurring. After 20 minutes, the user reported that ventilator''s touchscreen was responsive and working normally.